Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarmap catheter was used during the ablation procedure to treat atrial fibrillation (a fib). It was reported that a cardiac tamponade was noted when confirming if pericardial effusion occurred after the case. The location of pericardial effusion is unknown. Pericardial drainage was performed for the injury. The patient's condition after treatment is unknown. No bsc product malfunctions were reported. According to the doctor's opinion, when a non-boston scientific ring catheter was inserted into the auricle, it may have been turned counter-clockwise and got damaged. The procedure had been completed successfully with the original device as is. The device has been discarded.